Event description:
There was no patient involvement. It was reported the intra-aortic balloon pump (iabp) would not power on (5v alarm). The biomed trip the dc breaker and powered on with ac power only. Pump powered on. The biomed then turned the dc breaker back on, battery charging at 13v. As a result, the field service engineer (fse) suggested replacing the battery. The fse performed a follow-up and the iabp was placed back in service.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp would not power on with battery is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. The battery was replaced, and the issue was resolved. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported the intra-aortic balloon pump (iabp) would not power on (5v alarm). The biomed trip the dc breaker and powered on with ac power only. Pump powered on. The biomed then turned the dc breaker back on, battery charging at 13v. As a result, the field service engineer (fse) suggested replacing the battery. The fse performed a follow-up and the iabp was placed back in service.